Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # nls-340000b, lot # 35170502, description: lrg tap pri mod nck 0deg 34mm. Cat# 509-0254e, lot # mjtewh, description: tritanium revision acetabular. Cat # 2080-0025, lot # mjrnkn, description: gap plate screws. Cat # 623-00-40e, lot # mkd62a, description: trident 0 deg insert 40 mm. Cat # 6519-t-100, lot # 36356902, description: uni adaptor sleeve v40 ti. Cat # 6519-1-040, lot # 36359503, description: delta un. Fem hd 40mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. The root cause of the event was not determined. A review of the DHR indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies related to the event. The devices were within sterilization specification. The complaint review indicated that there were no similar events for the reported lots.

Event description:
An infection was reported.